Event description:
The patient was reportedly experiencing lack of progress with the internal device. Testing of the patient's device showed abnormal results. The patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.